Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported an issue with their infusion set on (B)(6) 2025. Specifically, they encountered leakage in the tubing. At the time of the incident, the infusion set had been in use for a period of three days. No further information available.